Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had concerns about the baclofen they were putting in the patient's pump and about the catheter placement. The patient used to get their pump filled every 6 months, and now they were filling it every 2.5 months. A home infusion company filled the patient's pump. The patient reportedly just got out of the hospital on (B)(6) 2019 and was told they were impacted up high and not down low. It was clarified that the patient was "full of stool." When the patient stood up, their muscles were like rocks and they couldn't get their hamstrings to break. It was further noted that the patient didn't know if the pump was helping them. The event started on (B)(6) 2019. No further complications were reported or anticipated. Omitted information pertains to pe 703455833, other patients impacted/catheters loose.